Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation and tilt of the filter. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation and tilt of the filter. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of injury to the right external iliac, right external iliac vein, right external iliac artery, previous bowel resection, and deep vein thrombosis in the right femoral vein. Eight days prior to the index procedure, the patient had resuscitative emergency surgery for bleeding from an external iliac artery and from an external iliac vein. Six days prior to the index procedure, the patient had a hysterectomy. The filter was implanted via the femoral vein. It was deployed near the l2-l3 level. During the procedure there was an extensive balloon catheter thrombectomy of the external iliac, common femoral and superficial femoral vein, this procedure also included a femoral vein to femoral vein bypass. Subsequently, there was delayed primary closure of the lateral relaxing incisions. Additional information received per the patient profile form (ppf) states that nine years and eight months after the index procedure, the patient had a computerized scan. The scan revealed that the filter was tilted and that it had perforated the walls of the inferior vena cava. The patient continues to experience emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of injury to the right external iliac, right external iliac vein, right external iliac artery, previous bowel resection, and deep vein thrombosis in the right femoral vein. Eight days prior to the index procedure, the patient had resuscitative emergency surgery for bleeding from an external iliac artery and from an external iliac vein. Six days prior to the index procedure, the patient had a hysterectomy. The filter was implanted via the femoral vein. It was deployed near the l2-l3 level. During the procedure there was an extensive balloon catheter thrombectomy of the external iliac, common femoral and superficial femoral vein, this procedure also included a femoral vein to femoral vein bypass. Subsequently, there was delayed primary closure of the lateral relaxing incisions. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation and tilt of the filter. Per the patient profile form (ppf), the patient had a computerized scan that revealed that the filter was tilted and that it had perforated the walls of the inferior vena cava. The patient continues to experience emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data health professional - no. Occupation - litigation paralegal.